Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. During a five-month period, the device delivered twelve bursts of anti-tachycardia pacing (atp) and nine shocks across different episodes. Technical services (ts) reviewed the event and stated that the therapy may have been a consequence of supraventricular tachycardia (svt). Ts also provided reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.